Event description:
It was reported that during reprocessing, customer observed the fenestrated bipolar forceps instrument's cautery post was depressed-receded into the head of the unit. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was returned and evaluated. Failure analysis investigation found bipolar pin was dislodged. The top bipolar pin was pushed into the back end. The chassis feature that acts as a hardstop for the pins was not broken. Electrical continuity passed. It was concluded that the damage to the pin was due to mishandling. Failure analysis also found scratches on the surface of the distal pulley, and scratch marks with light material removal and a rough surface finish on the distal end of the instrument's main tube. The scratches were short in length and were not axially aligned with the tube. No other damage was found. It was concluded that the damage to the main tube may have been due to mishandling. Additionally, a frayed cable was observed. The instrument grip cable was frayed at the distal idler pulley. The other cables at the wrist were not damaged. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, frayed cable and deep scratches found during failure analysis, if to reoccur could cause or contribute to an adverse event.